Event description:
It was reported at implant the lead was exercised and the helix came out and would not retract. Another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analyzed. The lead was stretched, the inner insulation was kinked buckled, and the lead appeared to have been damaged at implant. The analyst noted that the lead was returned stretched and the inner insulation buckled, which prevents the helix from retracting properly.